Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 130mm abdominal aortic aneurysm. The proximal neck length measured 23-30mm with a 60 degree angulation noted. Vessel tortuosity was also noted. It was reported during the index procedure the physician had difficulty advancing the bifurcated stent graft delivery system. The device was removed and upon inspection it was observed that the delivery system had multiple kinks in the shaft. It was reported that greater force than anticipated was used and the device was also rotated. There were no kinks or abnormalities seen on the delivery system before use. Another endurant iis bifurcated stent graft of the same size was then implanted instead and the procedure completed successfully. Per the physician the cause of the event was anatomy related due to tortuous iliac arteries. No additional clinical sequelae were reported and the patient is fine.